Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was identified during or after filling with sodium chloride, piperacillin, and tazobactam and before patient use. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from 09 july 2014 through 14 july 2014. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified white particles ranging between 1.18 to 1.96 mm in length floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulates were acrylic. The cause of the particulate could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.